Event description:
Related manufacturer reference number: 2017865-2022-3871. It was reported a patient's pacemaker presented with premature battery depletion. It was also noted the left ventricular (lv) lead had high capture thresholds and failure to capture. The pacemaker was explanted and replaced in a procedure on (B)(6) 2022. The new device had programming changes made to restore normal parameters on the lv lead. There were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.